Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The cycler was found to have insect infestation, the cycler will be quarantined, and an investigation cannot be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment from one of four setups. Fluid leaked from the cassette after removing from the cycler. The patient stated there were droplets on the outside of the cassette and it started dripping when placed in the sink. There were alarms/warnings prior to leak. The patient reported receiving a balloon valve leak and pressure leak alarms during setup. After re-setting up new supplies, the patient reported receiving an air detected in cassette and volume error warning alarm during fill 1 of 4 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler is available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment from one of four setups. Fluid leaked from the cassette after removing from the cycler. The patient stated there were droplets on the outside of the cassette and it started dripping when placed in the sink. There were alarms/warnings prior to leak. The patient reported receiving a balloon valve leak and pressure leak alarms during setup. After re-setting up new supplies, the patient reported receiving an air detected in cassette and volume error warning alarm during fill 1 of 4 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler is available to be returned.